Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an entire drawer was not detected on the bus. All cubies in drawer 6.1 failed and displayed a message indicating that the device was not detected on the bus. When reviewing the cubie map, the entire drawer appeared empty and was not displayed in the virtual drawer map. The pyxis unit was restarted multiple times; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was not detected on bus and virtual drawer map also showed nothing. A field service engineer (fse) inspected main 6.1 and found the comm light blinking. The fse then reseated the row board cable on the back of the drawer, removed all cubies, and reseated each row board. The system was tested in the hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.